Event description:
A customer reported a specific planning scenario where an unedited port icon is displayed in the graphics area of co's focus "rtp" system but the isodoses and time/mu values reported by the system reflect edits the user made to the port. No pts were treated improperly as a result of this problem.